Manufacturer narrative:
(B)(4). Eval : results - (other): visual inspection of the returned product found haptic is torn. Lens returned in vial and liquid. (B)(4).

Event description:
It was reported that a cc4204a collamer aspheric single plate lens was used. Lens was returned with torn haptic. Unk if there was a malfunction or pt contact. Further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available.